Manufacturer narrative:
Correction: d2. Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, internal inspection, and testing with known good ECG leads, multifunction (mfc) with pads and simulator without duplicating the report. The accessories were not returned, limiting further evaluation. The device logs were reviewed and showed numerous defib cable ID changes, invalid cable ID entries and ECG monitoring failures. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged while attempting to treat a patient (age & gender unknown), the device displayed an "ECG monitoring failure" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.